Event description:
The customer reported approximately three milliliters of reagent fluid leaked from the right side of the instrument involving the coulter act diff 12¿ analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. The customer requested service, and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
Service was not dispatched as the customer's on-site maintenance technician resolved the issue by replacing a faulty (split) tubing on one of the peristaltic pumps. No further system issues were reported. (B)(4).